Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.